Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient had inaccurate values on their cgm which resulted in an adverse event. The patient required ambulance transportation to the hospital and was in the hospital for two days. The reporter refused to provide event details other than the patient falling and passing out. It is unknown what the cgm or bg values were during the time of event; however, a set of values of cgm 244 mg/dl and bg meter 40 mg/dl were provided. It is unknown when these values were taken in comparison. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid for an unknown date. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.